Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. It was noted that the patient¿s implant ¿stopped working.¿ it was noted that the patient had a ¿jolted pain electricity¿ every time the patient turned their stimulation on. It was noted that the pain started a couple of weeks prior to the report. It was noted that the patient kept their stimulation off since they started having the shocking sensation. It was noted that the patient fell a month and a half before the report.

Manufacturer narrative:
Concomitant products: product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3888-45, lot # v435229, implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 3888-45, lot # v435229, implanted: (B)(6) 2010, product type lead. (B)(4).